Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that baby was transferred to another hospital. They did not stop therapy before removing probe and now when they hits stop therapy it just alarms 14 (patient temperature 1 probe out of range) and tries to restart. Had turn device off/on and issue resolved. They wanted to know how to start a new therapy if needed and explained the continue current patient and new patient options.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿sensor wire too weak." However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse stated that baby was transferred to another hospital. They did not stop therapy before removing probe and now when they hits stop therapy it just alarms 14 (patient temperature 1 probe out of range) and tries to restart. Had turn device off/on and issue resolved. They wanted to know how to start a new therapy if needed and explained the continue current patient and new patient options.